Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had foley catheter in place and states the balloon failed on three separate occasions. States it seemed to have been leaking from the inflation port (slightly different than the previous two times). Explained that this isn't common and isn't supposed to happen while using the foleys. Patient mentioned the first day out running errands with his catheter he did have slight bleeding. Informed patient he would need to contact his hcp for assistance with the complications. Bleeding could be from different reasons that the manufacturer cannot determine. Discussed the statlock to reduce pistoning.

Event description:
It was reported that the patient had foley catheter in place and states the balloon failed on three separate occasions. States it seemed to have been leaking from the inflation port (slightly different than the previous two times). Explained that this isn't common and isn't supposed to happen while using the foleys. Patient mentioned the first day out running errands with his catheter he did have slight bleeding. Informed patient he would need to contact his hcp for assistance with the complications. Bleeding could be from different reasons that the manufacturer cannot determine. Discussed the statlock to reduce pistoning.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. The provided lot number was invalid therefore DHR review could not be completed. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.